Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 28 mg/ml via an implantable pump for non-malignant pain. The company rep asked for pump off password. The company rep stated that patient had developed a granuloma at the catheter tip and they had to go in for surgery on wednesday to evacuate it. The company rep stated that they reviewed possibly putting the pump at minimum rate or shutting it off permanently. Agent provided pump off password.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the issue was resolved, the physician was able to remove the granuloma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.